Event description:
In 2004, the therapy patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the hospital staff that the patient was at home experiencing continuous yellow wrench (controller malfunction and power limit advisory) and red heart alarms. The patient was asked to come into the hospital to have waveforms downloaded, and a vent filter to be sterilized for analysis. The manufacturer explained the pnuematic back up and the use of the pnuematic console with the stroke volume limiter (svl). Later that day the vad coordinator contacted the manufacturer with an update on the patient. The patient had experienced red heart, power limit advisory and controller malfunction alarms in their sleep overnight. The patient had been admitted to the hospital and waveforms were downloaded, and were being mailed to the manufacturer for analysis. Also at that time the system controller was changed out. No further audible alarms were noted, but the patient continued to have internittent power limit advisory message on the display monitor while in tethered position. The patient described feeling a change and hearing a ping noise when this message is displayed. The message is noted approximately 8-10 times in a 15 minute time period. The patient can also change their flows by taking deep breaths. Reported flow change from approximately 6lpm to 1.5lpm. Recent fluro study was done in an attempt to visualize changes in the inflow and outflow conduits. The study was inconclusive. The vad coordinator also stated that the patient had gained 100 pounds since their implant. The vad coordinator also reported that sbp was well maintained in 110-120s mmhg. The patient remains stable and on lvad support with a pnuematic console and svl at their bedside as a back up. It was decided two days later to do a pump exchange. During the pump exchange the patient expired. The device is being sent to the manufacturer for analysis.